Manufacturer narrative:
Beckman coulter customer technical support (cts) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective sample probe. The fse replaced the sample probe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the generation of zero (0) value for ion-selective electrolytes (ise) on patient samples on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics